Event description:
It was reported that the patient presented in clinic for new implantable cardioverter defibrillator (ICD) system implant. During the procedure, it was found that the set screw on the atrial port of the new ICD header did not engage and tighten to the atrial lead connector pin properly. The set screw appeared to have been tightened, but analysis of the lead values indicated a diagnostic anomaly occurred resulting in high, out of range atrial lead impedance. It was elected to complete the procedure using an alternate device on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The reported event of failure to connect the leads to the device header was confirmed. Final analysis found a bottomed out hex screw that became filled with septum debris due to damages sustained from the implant procedure. Subsequent screw manipulations were resulted in accumulation of septum debris, blocking the path of the torque screw. No anomalies were found.

Manufacturer narrative:
The reported events of abnormal device measurements and unable to tighten the set screw were confirmed. Final analysis found incomplete insertion occurred due to a bottomed out hex screw that became filled with septum debris. No other anomalies were found.